Manufacturer narrative:
Evaluation summary: one device was received as a service request and a visual inspection and functional test were performed by the field service team. A DHR review was completed. There were no manufacturing issues related to the complaint for this serial number. According to the technician, ¿problem cannot be recreated. System passed performance testing, cleaned and ready for use.¿ the device as received met the specifications and passed functional / visual inspection testing. This complaint will be considered as unconfirmed. A root cause analysis could not identify a root cause. Since no root cause could be identified and the complaint is unconfirmed, no corrective or preventive action is planned at this time. If additional information is received, the investigation will resume as needed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, sometimes the unit's suction starts on its own and when they want to trigger the suction, it would not respond. There was no patient involved.